Event description:
Event description guidant received information that this patient called technical services to check on the warranty status of his pacemaker that he recently had removed, due to premature battery depletion. He also inquired regarding unreimbursed medical expenses. This pacemaker was not included in an advisory/recall. The information provided by the fcr notes that the pacemaker did appear to have premature battery depletion.